Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2023. During the procedure, the first band was deployed. When trying to deploy the second band, the suture broke. The device was removed, and the procedure was still completed using the same original speedband superview super 7. There were no patient complications reported as a result of this event.